Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not performed as it was not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The product was received for evaluation. Visual and functional testing were performed: the device displayed an error code and the system board was not functioning properly. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): the system board was replaced.

Event description:
It was reported that a system fault occurred on a pump. No patient injury was reported.